Manufacturer narrative:
(B)(4).

Event description:
It was reported that g5 cgm application was not producing audio. No product was provided for evaluation. Data was received for evaluation, data review did not confirm the reported event of no audio alert on the app. Confirmation of the allegation and a probable cause could not be determined. The patient's smart device operating system was not compatible with the dexcom g5 cgm application, which is off-label use of the device. No injury or medical intervention was reported.